Event description:
Obtained false positive results on the quidel rapid influenza sofia test. Confirmation testing, including two different pcr assays, of the rapid influenza were negative. Reason for use: pneumonia.